Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify charge/battery lasts less than expected anomaly and failed battery test alarm due to blank display.

Event description:
The customer reported via phone call that his insulin pump had received failed battery test alert. The customer's blood glucose level was 150 mg/dl at the time. The customer reported that he received low battery alerts. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.